Manufacturer narrative:
The device was returned to zoll medical. The customer's report was unsubstantiated. Review of the device logs found no evidence of the report; all discharges were within specification. The device was put through extensive testing including bench handling, discharge output testing, battery charging stress testing, multiple manual 30j tests and discharges into a simulator at multiple joule levels, and patient impedance testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.